Manufacturer narrative:
Concomitant medical product: product ID 978b128 lot# va2ngbk serial# implanted: (B)(6) 2022 explanted: other relevant device(s) are: product ID: 978b128, serial/lot #: va2ngbk, ubd: 03-mar-2024, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that they are having trouble with their interstim. The patient has consulted with two doctors. The newer doctor said patient requires surgery and the lead has come lose and was "waiving in the wind not connected to anything" the older doctor who implanted the interstim said that the lead is not loose. The patient is trying to find a new doctor. The patient indicated they needed a paper signed by the doctor for insurance. The patient was redirected to their healthcare provider to further address the issue. Patient has already been provided with physician listings.